Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 26.4-26.8cm from the distal tip. External and internal insulation abrasion was noted at 11.3-11.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device replacement due to eri, an insulation anomaly was observed. The lead was explanted and replaced. The patient condition is stable.